Event description:
Device malfunction: thumbwheel did not turn. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the left superficial femoral artery, the xceed stent delivery system was advanced to the target lesion. The black stabilizer sheath turned, however, the thumbwheel did not turn and the stent did not deploy. The catheter was seen on fluoroscopy as being twisted. The device was removed and a second xceed stent delivery system was used with the same result. The procedure was completed using a non-abbott stent. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.(off label vascular use). The xceed stent delivery system (lot# 60054-6h) is being filed on a separate medwatch report.